Event description:
It was reported that the device displayed an error message for sensor broken high failure. There was no patient involvement.

Manufacturer narrative:
A patient side pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 05/28/2015 to the present date 1/7/2021 and confirmed that this device was previously returned for servicing. Device had similar service repair history and there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an error message for sensor broken high failure. There was no patient involvement.